Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used to treat a stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter broke and was removed using forceps. The procedure was completed with another naviflex delivery system. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Block h11: a naviflex delivery system was received for analysis. Visual inspection found that the guide catheter was detached and kinked. Destructive inspection noted that the device hypotube from the pull wire was outside the guide catheter. No other problems were noted with the delivery system. Product analysis confirmed the reported event of catheter-guide break. The investigation concluded that the reported event and the additional observed damage of catheter-guide kinked were due to procedural factors. The tortuosity of the procedure and/or the physician technique most likely made the guide catheter get kinked, which consequently made the physician use more force from the pull wire cap. The excessive force and pressure applied, then made the guide catheter broke off from the delivery system. Taking all available information into consideration, the investigation concluded that the most probable cause of the events is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a naviflex delivery system was used to treat a stricture in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guide catheter broke and was removed using forceps. The procedure was completed with another naviflex delivery system. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.